Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011 at 5:40pm, inratio: 4.7. Date: (B)(6) 2011 at 9:00am, inratio: 2.2.

Manufacturer narrative:
Pending investigation.